Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus but to a third-party distributor. Based on the results of the investigation, and according to the documentation, a fault in the scope detection bar of the scope socket prevented the lamp from turning off. As a result, it was confirmed that the fan was working violently trying to cool the device because heat was trapped in the equipment. Based on these, it was determined that that the event, ¿scope detection does not work¿, was caused by a failure in the scope detection bar of the scope socket. Additionally, the event, ¿noise from fan motor¿, was caused by heat buildup in the equipment due to the inability to turn off the lamp operation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was a noisy main fan while using evis exera iii xenon light source. The issue occurred during the diagnostic procedure (colonoscopy) and the procedure was completed with a similar device. The patient was under conscious sedation at the time of procedure and there was no procedural delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to a third-party distributor for evaluation and repair; therefore, the customer¿s allegation was not confirmed as the device was not returned to olympus. The evaluation findings by the third party are as followers; the scope detection bar was faulty on the scope socket and was replaced; this prevented the lamp from switching off and made the device run warm which caused the main fan to work harder to cool down therefore the main fan was replaced. Per the max character limitation for concomitant product in d10 the complete list of products with serial numbers are as follows; cv-190 #7746761; cf-hq190l #2981904; cf-hq10l #2982274; cf-hq190l #2876230; cf-hq190l #2760722. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.